Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, chronic pain, disfigurement, scarring and subsequent surgical intervention; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on (B)(6) 2017, the patient underwent a ventral hernia repair surgery and was implanted with a bard/davol ventralight st. It is alleged that further to the implantation of product, the patient suffered the development of mesh failure and chronic pain. It is alleged that the patient underwent another corrective revision surgery on or about (B)(6) 2018. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges the patient suffered permanent injuries including scarring, disfigurement, suffering and physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged that the device was defective.